Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the insertable cardiac monitor was eroding out of the pocket and showed signs of infection. The device was explanted and replaced, and the patient was discharged post-procedure.